Manufacturer narrative:
This report is for an unknown guide-sleeves-aiming /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a proximal femoral nailing system (tfna) procedure, a 450mm guide rod was used in determining the measurement of a 440mm long proximal nailing system (tfna) nail. The nail was too long which requires them to remove the nail and implant a shorter one. It is unknown if there was a surgical delay. Procedure outcome was unknown. There was no patient involvement. Concomitant device: 12mm/130 degree ti cannulated tfna 440mm/left-sterile (part # 04.037.265s, lot # h472979, quantity 1); this report is for one (1) guides/sleeves/aiming. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.